Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. No unexpected flashing screen to screen during testing. The device had cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window, missing end capsticker, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.